Manufacturer narrative:
(B)(4). Investigation still in progress. A supplemental medwatch will be submitted as soon as additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". (B)(4).

Manufacturer narrative:
The issue reported has been investigated under fsca-2016-11-30. The device has been repaired, tested for functionality and returned to the customer for use.

Event description:
(B)(4).